Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: two photos samples were received by our quality team for investigation. Upon visual inspection, it was observed that an access valve, connected to an access dilator. We are unable to see any evidence of tubing left from cutting the valve. Component observed did not look to be an approved bd/pleurx component but without the physical sample it is difficult to prove, therefore, the reported failure mode was not confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001454370 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Event description:
Patient says the valve is leaking. Our employee was able to confirm this and changed the valve. Was there any damage noticed on catheter valve? No. Was the valve cracked or broken? Detached. Where is the catheter located? Abdomen or chest chest. Is there a photo or sample available showing the reported issue? Photos does replacing the valve fixed the problem? Valve still needs to be changed did the patient require additional diagnostics other than the valve replacement to be able to drain. No info how long has the catheter been in place 2 weeks what was the impact to the patient? No info.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4).

Event description:
Patient says the valve is leaking. Our employee was able to confirm this and changed the valve answer received on (B)(6) 2022 email and pictures attached: - was there any damage noticed on catheter valve? -> no - was the valve cracked or broken? -> detached - where is the catheter located? Abdomen or chest -> chest - is there a photo or sample available showing the reported issue? -> photos - does replacing the valve fixed the problem? -> valve still needs to be changed - did the patient require additional diagnostics other than the valve replacement to be able to drain. -> no info -how long has the catheter been in place -> 2 weeks - what was the impact to the patient? -> no info